Event description:
The facility reports the staff was getting the resident out of bed and going to her chair. The staff connected the sling to the hanger, following the facility's procedure. One staff was pulling away the lift with the resident in it in a lying position. This staff member was also lifting the resident's legs off the bed as they were dragging on the mattress. The second staff member was going around the end of the bed to get the wheelchair into position to complete the transfer. As soon as the staff member let the legs go and was pulling the lift, the resident fell out of the sling; the right leg strap reportedly came off the hanger bar. The resident fell about 36 inches. The resident sustained a laceration to the back of the head. Her left ankle was noticed to be bruised and swollen two days after the incident. The resident was sent to the hosp on the event day. The facility's head injury routine was followed for the next 72 hours; and ice treatment was used on the ankle to reduce swelling.

Manufacturer narrative:
The lifter was inspected. An on-site function test reveals that the hanger bar friction pads are loose. This means the manually positionable hanger bar is not likely to hold the pt in a seated or horizontal position, but that gravity brings the pt back into an in-between position. This may explain why the pt's legs were dragging on the bed, which prompted the action of a staff member to pick up the pt's legs. No pictures of the sling were provided, but an on-site review indicates the clips wer in a worn state. The sling guidelines for use states, "operational use: the operational life of the sling/stretcher is dependent on the actual use conditions. Therefore, before use, always make sure that the sling/stretcher, loops, cords, and straps do not show signs of fraying, tearing or other damage, and that there is no damage, (i.e. Cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling." From internal investigation simulating events that lead up to and following detachments of clips, it can be established that the most likely occurrence that led to the pt drop was the non-attachment of the clip, which was only noticed when the legs were released by the staff member. From the moment the legs of the pt were lifted, which is in contrast to the instructions in the opi for the lifter on how to transfer the pt, the leg-side clips and straps of the sling were, per definition, not under tension. The sling guidelines state, "during use: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the resident's weight was gradually taken up." Based on the info rec'd, it appears an incident occurred that is likely to have contributed by a "loose" positioning of the hanger bar. However, the MFR concludes the likely root cause is due to the operator not following the opi for the lifter and the guidelines of the sling as described previously (not making sure the sling attachment clips were fully in position before and during the commencement of the lifting cycle, and in tension as the resident's weight is gradually taken up). This was due either by not attaching the leg clip in the first place or by holding the resident's legs during transfer. The MFR has initiated CAPA to improve labeling reinforcing the importance of following the opi and guidelines.